Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that the device was used during an unknown procedure, the seal was broken when the camera was passed through it. A plastic piece fell into the patient, piece was retrieved, another trocar opened and procedure proceeded with no patient consequences.